Event description:
It was reported that the patient underwent a revision procedure due to a bone fracture. The patient fell and sustained a diaphyseal femur fracture of her right hip which was initially treated with the placement of an 18-hole proximal ncb plate. Approximately a month later, the patient experienced acute pain when turning over and felt it crack resulting in her not being able to sit after. On x-ray it was seen that the plate has come off just above the fracture. There is also a suspicion of infection as the wound was red and warm. The patient was revised approximately 1 week later. Due diligence has been completed for this complaint; to date no additional information has been received.

Manufacturer narrative:
(B)(4). . G2: foreign: sweden customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Two undated ap radiographs of the right hip were provided and reviewed by a radiologist. The first image, taken before the implantation of the plate, shows a right femoral diaphyseal fracture with mild displacement and varus angulation, while the hip arthroplasty remains anatomically aligned. The second image, allegedly taken before revision surgery, reveals the placement of a lateral plate with multiple screws. However, the plate is fractured at the level of the original fracture, which now appears comminuted with worsened varus angulation. The hip arthroplasty alignment remains unchanged. The bone quality appears osteopenic. The plate was returned for investigation together with some fixation screws. The event can be confirmed as the plate is fractured into two parts through a screw hole. The surface of the plate that does not face the bone exhibits some scratches but is otherwise inconspicuous. The bone-facing side of the plate has some polished areas. The fracture surfaces exhibit signs of damage, likely resulting from reciprocal contact after the fracture occurred; however, the undamaged areas display features that indicate a fatigue fracture. A review of the device manufacturing records confirmed no abnormalities or deviations. Based on the analysis of the retrievals, a fracture of the plate can be confirmed and is most likely attributed to fatigue. Review of the manufacturing records confirm that the product was manufactured according to specification; therefore, it is not expected that the manufacturing process contributed to the reported issue. A possible infection is reported, but not confirmed. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications was performed and it confirmed that all devices were manufactured following acceptable sterilization processes according to published iso/aami/astm & EU guidelines. The extent to which the suspected infection may have influenced the reported event remains uncertain. In conclusion, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.